Event description:
Following a fall or some other form of trauma, the patient's stimulation began turning on and/or off. The patient experienced symptoms (not specified) in her area of paresthesia. The patient visited her hcp. Impedance measurements were normal. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.